Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
(B) (4). The ge service rep suspected it was the sram card that was replaced two months ago. He troubleshot the system and found that it was not the sram card. The (B) (4) service rep then requested that the ge service rep not continue any service on the equipment.